Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. No unexpected numbers ramping or scrolling on their own noted. The insulin pump has cracked case at the display window corner, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose was 103 mg/dl. Customer stated that she attempted to bolus to treat for breakfast and the up arrow button went up too high and would not stop. Customer stated that she keeps the pump on the belt clip. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.